Event description:
It was reported by the patient that they were not sure of the status of their original lead, but stated having "a lot of problems". They indicated "problems with my legs, I couldn't walk", and were not told if improperly placed, or an issue with the lead. Finally, the patient stated "that night I almost died, couldn't breath". No further information could be obtained through follow-up. The lead was noted to have been removed and replaced. No further patient complications have been reported as a result of this event.